Manufacturer narrative:
The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component code when device evaluation is complete, and heic codes. Device evaluation: the tightrail device (and a portion of the lld which was present within the rv lead) was returned to the manufacturer and the initial evaluation began on 07 apr 2021. The evaluation is ongoing and a supplemental MDR will follow upon completion of the device evaluation.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) due to cied system/pocket infection. A spectranetics lead locking device (lld) was inserted within the rv lead and suture was used as well to provide traction to aid in the lead''s extraction. The physician began the case by using a spectranetics 11f tightrail rotating dilator sheath to attempt to remove the rv lead first. The ra and rv leads were reportedly stuck together and heavily calcified. Progress was being made into the superior vena cava (svc) region when forward progress stalled. The physician was able to retract the tightrail device with some difficulty. He had to actuate the trigger and rotate the device to retract it out of the patient''s body. Once it was out of the patient''s body, the device became stuck and would not come off of the rv lead. After some time and force applied, the lead, with the lld present within the lead, broke off and was retained in the device (please reference MDR 1721279-2021-00059, which captures the lld that was present in the rv lead and broke during the procedure). The physician was able to use a cook medical bulldog lead extender, along with another suture to prep the lead, in order to successfully remove the remnant of the rv lead using a cook medical evolution dilator sheath. It was reported that the ra lead was successfully removed during the procedure as well. The procedure was completed with no reported patient harm. This report is being submitted to capture the tightrail which became stuck on the rv lead. Although no injury occurred in this event, there is the potential for injury with recurrence. The tightrail device (and a portion of the lld which was present in the rv lead) was returned to the manufacturer on 07 apr 2021 and evaluation began the same day. The evaluation has not been completed at this time.

Manufacturer narrative:
H6): added codes: 4721, 2199, 3243, 19, and 61. Device evaluation and investigation: the device was returned and initially evaluated on (B)(6) 2021 by a cross functional team. The tightrail device was returned with suture and mesh portion of lld exiting out of the device's distal tip. There was also an unknown object present within the shaft of the tightrail device. Biologics were seen in the distal tip. The blades were retracted, dropped and not concentric. The barrel/sleeve and handle were in good working condition. The shaft was unable to be manually actuated. An x-ray of the device was taken (B)(6) 2021. Multiple devices appeared inside the device's shaft. The coils of the tightrail appeared uniform, and there was no indication of herniation. With the device soaked, ultrasonically cleaned and flushed, another evaluation then took place on (B)(6) 2021. The device's shaft was crepitus in the distal 4 inches. Suture was seen sticking out of the distal tip of the device, and blades were not concentric with the device's outer band. The team could not manually actuate the device. A cross section was completed and a re-evaluation took place on (B)(6) 2021. A portion of the lld, running 20 inches within the shaft, suture and portion of the lead were seen stuck within the shaft of the tightrail. The guide pin of the tightrail was approximately 50% worn. The handle stopped engaging due to this guide pin wear. However, the tightrail became stuck on the lead due to biologics, the lead, lld and thick suture tie which exceeded the inner diameter of the tightrail shaft. This event has been determined to be use related.